Event description:
It was reported to target that during the procedure the guglielmi detachable coil broke while being used with a catheter. There was no consequence to the pt's health from this occurrence.